Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a fill/adjustment, the surgeon noted the port was flipped. During the port revision, it was noted that the hooks were partially deployed. The locking mechanism did not indicate that the port was properly deployed. The port was replaced with no patient consequences.